Event description:
Customer reportedly received results of 76 mg/dl on the active s system and 216 mg/dl on professional device within 10 minutes. High blood glucose symptoms were reported with these results; the customer was treated with humalog based on physician's device result. Requested return of suspect device and replacement was sent.